Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing is pulled and stretched. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis indicated lead stretched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dual coil high voltage right ventricular (rv) lead was attempted to be implanted but not used. The physician had placement difficulty of the lead and proximal superior vena cava (svc) coil was damaged. The physician had difficulties inserting a stylet into the lead and could feel resistance. The lead was removed from implant and a new lead was implanted. It was further reported that the single coil high voltage right ventricular (rv) lead was attempted to be implanted but not used. The physician had placement difficulty of the lead. The physician had difficulties inserting a stylet into the lead and could feel resistance. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.